Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on despite using multiple fresh/new batteries. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report that their device will not power on despite using multiple fresh/new batteries. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined the single board computer on the system pcb assembly was the root cause of the reported issue. The device was archived by physio-control and the customer was provided a replacement device.